Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump passed self-test, unexpected restart error test and displacement test. The insulin pump was received with high idle current and failed battery test due to open trace on lcd driver. No unexpected alarm noted. No audio/beep anomaly or backlight anomaly noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received two unexpected restart alarms. The backlight button was not working. The insulin pump was vibrating giving a constant tone and also had a blank display. His blood glucose level was 197 mg/dl. The product was not returned. Nothing further to report.